Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine pain ('uterus area pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo an essure confirmation test." The patient's concurrent conditions included uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown and the dysfunctional uterine bleeding had resolved. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2010 now it is reported (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received. Event injury nos replaced with new event hormonal changes. New events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia, vaginal discharge, uterus area pain, dysfunctional uterine bleeding, she didn't undergo an essure confirmation test was added. Concomitant condition, reporters, patient demographics was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.